Event description:
The user facility reported that during a procedure, ¿the doctor was using a cautery and felt a shock at the handle at the connection between the insertion tube and umbilical handle end of scope.¿ olympus contacted the user facility to obtain more information regarding the reported event and was informed that the physician¿s current condition is fine. According to the physician, ¿he felt a minor shock feeling in his left hand with no apparent injury noted.¿ an erbe cautery unit with hot biopsy forceps was in use at the time. The combination of this scope and the cautery unit have been used together in the past on several occasions with no complications. The physician further reported that he is not aware of adverse impact on the patient due to this occurrence.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation and service. The evaluation revealed that the device passed the leak test and insulation test. There was a scratch on switch button #1. There was a small chip observed on the light guide lens. The bending section cover glue was cracked and scratched. There were minor cuts and scratches noted on the light guide tube. Based on these evaluation results, there were no investigation findings that would likely cause or contribute to the user¿s experience. Therefore, olympus cannot conclusively determine the cause of the reported event. However, the legal manufacturer¿s investigation is ongoing, if new information becomes available later, this report will be supplemented. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 7 years since the subject device was manufactured. Based on the results of the investigation, although a root cause could not be determined, the reported event likely occurred due to the following: counter electrode plate and gnd were not contacted . Counter electrode plate and patient were not contacted. This supplemental report includes a correction to report source. ¿foreign¿ was inadvertently selected on the initial medwatch; however, the report source came from within the united states. Therefore, "foreign" does not apply. Olympus will continue to monitor field performance for this device.